Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
Lens came off in patient during shoulder arthroscopy procedure. The doctor could see the lens inside the patient but after he irrigated the knee he could not see the lens, however he is unsure if the lens remains in the patient.